Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("after release of the insert, the surgeon realised that four coils were present in the uterine cavity") and complication of device insertion ("he retrieved the piece, as well as the rest of the defective insert, using forceps. Another essure insert was placed") in a (B)(6) female patient who had essure (batch no. A50506) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Diagnostic results: on (B)(6) 2013: hysteroscopy for essure placement: the surgeon inserted the device and then released the insert in the tubal ostium. The insert comprises an inner coil surrounded by an external coil. After release of the insert, the surgeon realized that four coils were present in the uterine cavity. He retrieved the piece, as well as the rest of the defective insert, using forceps. There were no clinical consequences. Another essure insert was placed with no problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.773 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of france, device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a health professional (ansm number (B)(4)) and describes the occurrence of device breakage ("after release of the insert, the surgeon realised that four coils were present in the uterine cavity") in a female patient who had essure (batch no. A50506) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion ("he retrieved the piece, as well as the rest of the defective insert, using forceps. Another essure insert was placed"). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Diagnostic results: on (B)(6) 2013: hysteroscopy for essure placement: the surgeon inserted the device and then released the insert in the tubal ostium. The insert comprises an inner coil surrounded by an external coil. After release of the insert, the surgeon realised that four coils were present in the uterine cavity. He retrieved the piece, as well as the rest of the defective insert, using forceps. There were no clinical consequences. Another essure insert was placed with no problems. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure after release of the insert, the surgeon realized that four coils were present in the uterine cavity, he retrieved the piece, as well as the rest of the defective insert, using forceps. Another essure insert was placed (seen as failed insertion) both events are anticipated according to essure's reference safety information. During difficult insertion, single cases have been reported of essure breakage. In this particular case, the surgeon inserted the device and then released the insert in the tubal ostium. The insert comprises an inner coil surrounded by an external coil. After release of the insert, the surgeon realized that four coils were present in the uterine cavity. He retrieved the piece, as well as the rest of the defective insert, using forceps. There were no clinical consequences. Another essure insert was placed with no problems. Taking to account that both events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.